Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the tip of the needle allegedly bent. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one max-core biopsy needle, along with product packaging and labeling, were returned for evaluation. The sample notch was found to be bent when positioned on a flat surface. Additionally, the length of the needle was noted as different from the length specified on the returned labeling. The needle gauge matched the labeling. Additional evaluation was performed. A sales review indicated that the facility that returned the device had a case of mc1825 delivered in december of 2017. The manufacturing review and reconciliation report determined that there was no potential for a mix-up for identified lots during device assembly. Based on the findings, the investigation is confirmed for the reported bend and inconclusive for a device markings issue. The root cause for the bent sample notch could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported bend. Per the sales review, the complainant facility has ordered and received shipments of mc1825, a catalog number which matches the device returned. While a definitive root cause for the device markings issue could not be determined based on the reported event details, it is possible that a device mix-up occurred at the facility and contributed to the reported event. It should be noted that per specification, all lots are tested for needle length. Therefore, it is unlikely that the reported event is manufacturing-related. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a prostate biopsy, the tip of the needle allegedly bent. It was further reported that the procedure was completed with another device. There was no reported patient injury.